Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to severe hypoglycemia and low blood glucose readings. Customer's blood glucose reading at the time of the hospitalization was 119 mg/dl. Customer mentioned experiencing low blood glucose readings of 55 mg/dl and 40 mg/dl. Customer was treated at the hospital with IV. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was also noted that the customer had no delivery alarms that were resolved by complete set changes. Customer stated they believe the pump was overdelivering. Customer's blood glucose reading at the time of the call was 477 mg/dl. Customer declined replacing the insulin pump. Customer was advised to monitor.